Manufacturer narrative:
Mar. 29, 2016 10:55 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Mar. 03, 2016 10:56 am (gmt-5:00) added by (B)(6): the hospital reported that during routine maintenance/sterilization of the hemopro extension cable, the cable broke at the plug in. The hospital did not report any patient involvement. The product is returning. Mar. 02, 2016 08:56 am (gmt-5:00) added by (B)(6): got an email this morning stating that the one of the or hemopro 1 extension cables broke at the plug in. She did not have lot number but said it occured during sterilization. I will get product and send in. There is no pt info.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during routine maintenance/sterilization of the hemopro extension cable, the cable broke at the plug in. The hospital did not report any patient involvement. The product is returning. Got an email this morning stating that the one of theor hemopro 1 extension cables broke ast the plug in. She did not have lot # but said it occured during sterilization. I will get product and send in. There is no pt info

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during routine maintenance/sterilization of the hemopro extension cable, the cable broke at the plug in. The hospital did not report any patient involvement. The product is returning. Got an email this morning stating that the one of theor hemorpo 1 extension cables broke ast the plug in. She did not have lot # but said it occured during sterilization. I will get product and send in. There is no pt info.